Manufacturer narrative:
The lot of the pack involved in this complaint was not provided therefore the review of the lot manufacturing records could not be performed.

Event description:
A report was received from a user facility in (B)(6) indicating that during the procedure, what appeared to be a plastic fragment was found behind the lens in the patient's eye. The doctor was unable to remove the fragment. The patient is developing a secondary cataract and at some stage a yag capsulotomy will be required.